Event description:
It was reported that a pt underwent a sling procedure in 2004. The pt was seen by the surgeon at about 14 days follow-up and at approx 22 days later, and the pt was healing well and was dry. In 2007, the surgeon was notified that the pt is alleging that a piece of the plastic sheath was left inside her.

Manufacturer narrative:
Conclusion: the instructions for use instruct the surgeon that upon implantation and adjustment of the device, "the plastic sheaths that surround the tape are then removed". Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.